Manufacturer narrative:
Event date (B)(6) 2018. Date of report: 05dec2018. The customer's biomedical engineer was able to recreate the reported issue. The biomedical engineer ran full performance verification testing (pvt) and unit does not present the error message. The customer stated the unit continues to give the same error. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had error code message of pressure regulation high at turn on. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
PMA/510k: 12aug2019. Date of report: 13aug2019. The replaced data acquisition printed circuit board assembly (da pcba) was returned and failure investigation was performed. The da pcba was tested and no failures were identified. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 25jun2019. Date rec¿d by MFR: 21jun2019. The fse (field service engineer) evaluated the unit and confirmed the reported problem. The fse replaced the da pcba (data acquisition printed circuit board assembly) and the problem was resolved. The ventilator passed performance specification testing after the repair was complete. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.